Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
The customer sent a fax to stryker UK reported that his pt, who has had a 31mm restoration proximal cone body +30mm, now has a leg length discrepancy and chronic dislocation issue. He explained that in order to correct the pt's condition, mr. T has determined that the optimal solution would be a longer restoration modular proximal cone body.